Manufacturer narrative:
This report is submitted on august 25, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced breakdown of the skin-flap resulting in the extrusion of the implant. Subsequently, the device was explanted on (B)(6) 2016 and the patient was administered topical antibiotics.